Event description:
It was reported that (2) devices were used during a tonsillectomy and adenoidectomy. It was reported by the rep that the dh105, used with a luke handpiece, was used in the case. When the surgeon was taking the tonsil out, he discovered that the black shaft of the dh105 had burned the right oral commissure inside the right corner of the lip area. Also, it was noticed that the left side had a moderate burn. The shaft of the blade had the skin that was burned attached to it. They were using a resterilized (steris) opened/unused blade.